Manufacturer narrative:
The x2 pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 105 units. Reportedly, the cartridge was filled with around 300 units of insulin. The customer¿s blood glucose level was in the 400's mg/dl. During trouble shooting with tandem technical support it was discovered the customer overfilled the cartridge. Reportedly, the customer continued using the existing cartridge for insulin therapy and declined a follow up call from tandem technical support.